Event description:
Caller stated that her son received a high blood glucose reading which lowered after administering insulin. Caller stated that patient noticed his cannula was bent and went to the hospital for diabetic ketoacidosis. Patient had a blood glucose level of 400 mg/dl and was experiencing vomiting, nausea, and could barely move. Patient's health care provider visited him while he was hospitalized. Patient was kept in the intensive care unit for two days and released. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.